Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the yellow cap mixes with the red blood cells and there is poor separation."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the yellow cap mixes with the red blood cells and there is poor separation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, (sample quality/poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expect based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the yellow cap mixes with the red blood cells and there is poor separation."